Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Medwatch report received: epidural catheter torn during attempted removal resulting in retained epidural catheter fragment in the patient. The epidural catheter was placed for management of labor pain. The patient had an eventual need for a cesarean section and unable to achieve appropriate analgesia with epidural. The decision made to discontinue the epidural catheter and attempt alternative neuraxial anesthesia technique. Mild resistance was met on attempted removal of catheter. Stretching was noted as well as lengthening of protective spring within catheter tubing. Full tear of the catheter was noted at approximately 5cm mark, indicting 5cm length of catheter retained within the patient at approximately level 14. Follow up information noted that no intervention was performed. There is radiographic evidence of 2.3cm of remaining catheter in the space adjacent to the patient's l3 facet joint. The patient was asymptomatic at the time of discharge and the retained catheter fragment has resulted in no adverse patient outcome to date.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, (B)(4), was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No other remarks: lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter tearing could not be determined based upon the information provided and without a sample.

Event description:
Medwatch report received: epidural catheter torn during attempted removal resulting in retained epidural catheter fragment in the patient. The epidural catheter was placed for management of labor pain. The patient had an eventual need for a cesarean section and unable to achieve appropriate analgesia with epidural. The decision made to discontinue the epidural catheter and attempt alternative neuraxial anesthesia technique. Mild resistance was met on attempted removal of catheter. Stretching was noted as well as lengthening of protective spring within catheter tubing. Full tear of the catheter was noted at approximately 5cm mark, indicting 5cm length of catheter retained within the patient at approximately level 14. Follow up information noted that no intervention was performed. There is radiographic evidence of 2.3cm of remaining catheter in the space adjacent to the patient's l3 facet joint. The patient was asymptomatic at the time of discharge and the retained catheter fragment has resulted in no adverse patient outcome to date.